Event description:
It was reported that the patient experienced a shocking/jolting sensation with the implantable neurostimulator (ins) following the implant. On programs a <(>&<)> c, she felt an "intense shock" that went down both of her legs. On program b, she felt a heavy pulsing. Troubleshooting was performed and the patient adjusted the stimulation, so it was more comfortable. She was mainly using program d. This resolved the reported issue and the therapy was working well for the patient.

Manufacturer narrative:
Product ID: 8583, lot# n318621, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, lot# v972281043, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).